Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, contrast leaking was noted and the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.